Event description:
It was reported that the patient's lead was replaced approximately one year after implant due to high impedances of >10000 ohms. The lead was successfully replaced and the patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis for the lead revealed the conductors 8-15 were broken 6.3cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.